Event description:
Additional information was received that surgery occurred during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event¿ is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was unable to communicate with external devices. The patient underwent an unrelated surgical procedure during which ipg was not set to surgery mode. Troubleshooting was unable to resolve the issue. Surgical intervention may occur to address the issue.